Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A health professional reported, only 50 percent of the flap was created during lasik flap creation of the left eye. The nasal side of the flap was not created. Additional information has been requested.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no relevant error or warning that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any problems. No relevant deviation between planned and performed energy is detectable. No abnormality regarding energy value and z-offset setting can be identified. The logfile shows that the user only performed energy check at system startup and then performed the further surgeries within four hours without energy check at that day. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause could be identified that could contribute to the reported event. According to the follow up information from the technical side, nothing unusual with the device could be found. Clinical reviewed the treatment report and found there was too much water on the cornea and there was no canal to be seen. The treatment report shows that it is clearly seen that the eye was moving, side cut (mark) was not where it supposed to be. No technical root cause was identified as the product was found to be within specifications. The most possible root cause may be movement of the patient and/or too much fluid on the eye. The manufacturer internal reference number is:(B)(4).